Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. A temperature change had occurred to the pump prior to the occlusion alarms declaring. Customer changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 319 mg/dl.